Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Boston scientific technical services (ts) recommended that this device be explanted. A physician reprogrammed the device parameters, but failed to resolve the issue. The patient is not dependent, but reported feeling palpitations after the reprogramming. As result, the patient underwent a surgery wherein the pacemaker was replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to capture the surgical intervention. The device was returned for analysis. Once analysis is complete, a supplemental report will be submitted with the results.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Boston scientific technical services (ts) recommended that this device be explanted. A physician reprogrammed the device parameters, but failed to resolve the issue. The patient is not dependent, but reported feeling palpitations after the reprogramming. As result, the patient underwent a surgery wherein the pacemaker was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. Boston scientific technical services (ts) recommended that this device be explanted. A physician reprogrammed the device parameters, but failed to resolve the issue. The patient is not dependent, but reported feeling palpitations after the reprogramming. As result, the patient underwent a surgery wherein the pacemaker was replaced. The device was returned for analysis. No additional adverse patient effects were reported.